Event description:
It was reported that a system error (se) 2367 alarm (possible air in line) alarm occurred on the homechoice (hc) device. This occurred during use, during the previous therapy. The technical service representative (tsr) had the home patient (hp) check the alarm log and only a se 2367 was found. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.